Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated and there was no magnet response. Loss of pacing was also noted. An attempt to resent the device failed as the device couldn't be detected by the programmer. The device was explanted. Patient was stable throughout.

Manufacturer narrative:
The reported event of failure to communicate could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.